Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a physician via psr (product surveillance registry) in regards to a patient who was being treated with compounded baclofen 800.0 mcg/ml (652.42 mcg/day), morphine 6.0 mg/ml (4.8932 mg/day), bupivacaine 30.0 mg/ml (24.466 mg/day) and clonidine 200.0 mcg/ml (163.11 mcg/day) intrathecal therapy via an implanted pump. Indications for use included malignant pain. The patient had several refills with documented reservoir volume discrepancies without symptoms beginning in (B)(6) 2014. The patient reported worsening pain with date of test on (B)(6) 2016. During the revision surgery on (B)(6) 2016, a catheter kink was observed at the connecting pin and anchor. The provider and patient elected to proceed with a system revision. The existing catheter was tied off and a new catheter implanted on (B)(6) 2016. The catheter was returned to the manufacturer for analysis. The programming date from the most recent refill prior to the event was (B)(6) 2016 at 13:15. The last change noted on the print report was (B)(6) 2016 at 12:04. The event resulted in an unscheduled clinic or office visit. The event resolved without sequelae on (B)(6) 2016. The event etiology was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Catheter analysis results revealed a kink in the catheter body. Conclusion code no longer applies to this event; the conclusion code has been updated. Result code no longer applies to this event; this code has been updated.

Event description:
Additional information was received from a healthcare provider via the clinical study. Concomitant drugs the patient was taking at the time of the event were nortriptyline and hydromorphone. The patient's relevant medical history includes multiple myeloma, enlarged prostate, irritable bowel syndrome, deep vein thrombosis, gastroesophageal reflux disease, heart disease, clostridium difficile, (B)(6), and osteomyelitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.